Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure using a indigo system cat7 aspiration catheter (cat7). During the procedure, the cat7 fractured. Therefore, the cat7 was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.